Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that low speed alarms led to instances of pump stoppages while the patient was connected to the power module. According to the hospital personnel, the patient previously had a system controller upgrade and was given a new power module patient cable on (B)(6) 2015. The patient was asymptomatic at the time of the event. The log file submitted to the manufacturer for review confirmed multiple pump stops. It was noted that these issues appeared to be occurring only on the power module. Submitted x-rays showed a potential area of concern at the percutaneous lead exit site and at the system controller end bend relief. On 07/13/2015, the manufacturer¿s technical services team arrived onsite for a percutaneous lead evaluation. No open wires were found while performing the phase interrupter/continuity tests. Red heart alarms and pump stoppages could not be reproduced upon manipulating the percutaneous lead during patient movement. The vad coordinator opted to place the patient on a modified power module patient cable. The patient remains on lvad support with no plans for a pump exchange.

Manufacturer narrative:
Approximate age of device ¿ 3 years and 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
The report of pump speed reductions and pump stops was confirmed based on the review of the submitted system controller log file. The events appeared to occur while the patient was operating on the power module and appeared consistent with a potential percutaneous lead wire compromise; however, percutaneous lead wire damage could not be confirmed because the pump was not available for evaluation. Submitted x-rays showed an area of potential breakdown of the braided shield on the internal portion of the percutaneous lead. A modified power module patient cable was requested, which was provided on 07/15/2015. It was further reported that the patient would remain on the modified power module patient cable with no plans for a pump exchange. The patient remains ongoing on lvad support and no additional events have been reported. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.